Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14 sep 2020/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device manufacture date: 26 mar 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) it was difficult to manipulate the delivery system and the catheter tip could not be delivered to the apex. The ipg was ultimately deployed close to the hinge to due the ventricle being narrow. Four hours post procedure the patient was unconscious and blood pressure decreased. Pericardial effusion was confirmed by echocardiography and pericardial puncture was performed. The ipg remains in use. No further patient complications have been reported as a result of this event.